Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the or for unrelated generator change due to normal eri externalized conductors were observed. The electrical function of the lead was stable. The physician elected to continue using the lead with the new device. The patient was stable pre- and post-procedure.